Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that approx three months post-implant, the hosp made a decision to exchange the lvad with another lvad due to suspected thrombus in the device. There were no alarms reported to the MFR. The lvad was successfully exchanged and the pt remains ongoing without any further issue reported.